Manufacturer narrative:
(B)(4).covidien field service engineer (fse) inspected the device and reseated the solenoid cable in the inspiratory flow module ( ifm) printed circuit board ( pcb). The ifm pcb was replaced as a precautionary measure. The ventilator passed all the required testing.

Event description:
It was reported that during power self-on test, the ventilator generated an error which rendered the unit inoperable. No patient was connected to the device.